Event description:
Following deployment of an excluder aortic extender, a balloon was advanced for final ballooning of the extender. While the balloon was advanced, it cought on the bottom edge of the aortic extender and pushed the device upward, which in turn inadvertently covered the left renal artery. The physician inflated the balloon and attempted to pull the aortic extender down. However, the device did not move. The physician completed the procedure, leaving the device as is. The patient was in stable condition at the end of the procedure. No allegation of deficiency was made regarding the aortic extender. Follow-up communication received four days later indicating that right kidney was functioning well with normal creatinine levels and the patient is doing fine.